Event description:
It was reported the video system center exhibited error code. The issue occurred during a therapeutic transurethral resection of bladder tumor procedure, which was completed using the same device. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.